Event description:
A volume discrepancy was reported with the actual residual volume (22ml) greater than the expected residual volume (unknown). Pump was last refilled a couple months ago. It was also added that patient had "some- questionable symptoms of withdrawal" at last refill as she was reportedly a little more rigid, but had been doing fine more recently. As of the date of this report healthcare provider (hcp) aspirated 20ml of the drug indicating that the patient did not get any itb (intrathecal baclofen) since her last refill; they had pushed in and pulled back to confirm they are in the refill port; "sounds more like pump problem not catheter, but no indication of pump failure by telemetry". Patient was unresponsive; an overdose was reported. 1.5 hours after the pump was filled with drug the patient became unresponsive. Hcp was planning on replacing the pump in (B)(6) due to eri (elective replacement indicator) that was to occur near that time. X-rays were taken of the systems which were sent to a surgeon. Drug delivered via the device was gablofen. Per hcp "the severity and suddenness of her symptoms suggest a release of a large dose of itb from somewhere"; patient's grandmother had previously expressed some reluctance/concerns about patient having a pump, mainly because she "was a really tough refill". Since patient may not have been getting any itb at all the last 4-5 weeks without any obvious withdrawal or significantly increased tone, hcp was considering to trial her off itb before deciding to re-implant. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4). Implanted: 2007 (B)(6). Explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the implant, the patient had routinely returned to the clinic approximately once a month for baclofen refills. Over the course of the five years that the patient has had the pump there had been no unusual events or circumstances. On (B)(6) 2012, the patient was attending her routine appointment for baclofen refill. The first step to refill the pump was to insert a syringe and withdraw any residual baclofen that remained in the pump. Upon completing this step the staff rn withdrew approximately 22 cc's of fluid into the syringe. This amount of fluid is unusual as normally 5 cc's or less will remain in the pump. The staff rf then proceeded to refill the pump with 20 cc's of baclofen with another syringe. Following the refill, the staff rn reported to the physician the discrepancy in the amount of fluid withdrawn from the pump before the refill was completed. The physician decided to keep the patient for monitoring. Approximately 2 hours later the patient became unresponsive. The patient regained consciousness and her vitals returned to baseline after several hours of treatment in the emergency room. The pump was surgically removed and replaced with a new pump. The surgeon inspected the catheter and found that the catheter had become disconnected from the pump. The cause of the catheter disconnection was found to be a malfunction of the sutureless connector that connects the catheter and pump. Patient's grandmother reported the "old pump overdosed" her granddaughter. (Please see attached user facility report #340047-2012-0006).